Event description:
A malfunction alarm, identified as malfunction 12, was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, which successfully resolved the issue, as the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any malfunction codes reappear, and they understood these instructions.